Event description:
I used fixodent for the past 12 years. While I was using it, I experienced numbness and tingling in both legs and feet. On (B)(6)2004 was diagnosed with neuropathy. It is permanent, and requires medication and treatment. Dose or amount: denture cream, frequency: 1-2 daily, route: oral. Dates of use: approx 12 years. Diagnosis or reason for use: denture cream. Event abated after use stopped or dose reduced?: no.